Manufacturer narrative:
(B)(4). 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was a forced log out. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). 3004753838-2025-246897 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.